Event description:
A customer reported that the system would not turn on during setup and calibration. The staff was able to reboot it but the footswitch would not work. There was no pt involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).